Event description:
It was reported that an intepro y-mesh was implanted in (B)(6) 2011. Reportedly, the pt's bladder has fallen and a revision procedure is planned for (B)(6) 2011.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.